Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change, the user experienced sustained hyperglycemia for approximately five hours, and the ilet provided a high glucose alert; customer support performed troubleshooting and education, including walking the user through a repeat supply change and monitoring guidance. Symptoms included no reported clinical manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer support review of the event, guided troubleshooting of the infusion/supply setup, and monitoring of glucose trends with a follow-up call confirming that glucose began to decline. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction or component failure identified through remote troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.